Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic nephrectomy, when the surgeon placed a clip applier into a 12mm port with cannula seal, the rubber part was pushed into the patient's abdomen and bleeding was observed. After the bleeding was under control, the surgeon and the all personnel in the room searched for the rubber piece for over an hour. Then, it was converted to laparoscopic to further look for the piece, but no avail. So, the surgeon closed the wounds without finding the piece.